Event description:
It was reported that the device would not power on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Follow up with the reporter found that the customer decided not to fix the device due to it's age and cost of repair. Customer has elected to purchase a new defibrillator. The cause of the failure could not be determined.